Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that a critical pump alarm due to motor stall occurred and was confirmed by telemetry. The motor stalls were intermittent. The patient heard the pump alarming on two different days while hunting and in a tree stand. The patient did not indicate any sources of electromagnetic interference. Per the pump logs the first motor stall occurred on (B)(6) 2013 at 18:52 with recovery at 19:20. Several motor stalls occurred on (B)(6) 2013; stall at 15:27 with recovery at 16:56, stall at 17:55 with recovery at 18:49 and stall at 19:12 with recovery at 19:20. The patient did not have any symptoms. It was noted that the patient was only seen every 6 months for pump refills. It was also noted that the motor stalls were ¿short stalls¿ and had recovered. The patient was doing well at the time of the report. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.